Event description:
The hospital reported a malfunction causing an over delivery of pressure. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).